Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament fixation procedure performed on an unknown date. According to the complainant, during the procedure, the needle detached from the suture during deployment of the device. There were no patient complications as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
An examination of the returned uphold¿ lite with capio slim revealed that the dart detached along with the distal end of the dilator as well as the entire suture, leaving a shredded appearance to the dilator. The distal end of the blue with white strip dilator was broken off. There was a tool mark at the break which most likely occurred during removal of the broken device. The remainder of the dilator and the suture with dart was not returned. Analysis revealed that the suture on the blue dilator was cut. The suture was most likely cut to facilitate removal of the device. The remainder of the suture with dart was not returned. Analysis also revealed no damage to the capio slim suture capturing device; the device functioned as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a sacrospinous ligament fixation procedure performed on an unknown date. According to the complainant, during the procedure, the needle detached from the suture during deployment of the device. There were no patient complications as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.